Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it is presumed that the reported phenomenon occurred due to device age deterioration and or external force such as strong rubbing on the device in normal use including reprocess. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was evaluated. Inspection of the device determined that the probe unit pink rubber was observed with deep cut. The um (ultrasound image) was found with 5 broken elements and 7 plus broken strands were observed on the bending section. The control knob was determined with low tension and leak on the um monitor connector was observed. Device was placed for repair. The reported issue was confirmed. Probable cause could be attributed to user handling and or maintenance issue. If additional information becomes available this report will be supplemented accordingly following investigation.

Event description:
It was reported that the device was found with chipped lens and leak on the tip of the scope was observed. The issue occurred during reprocessing. There was no patient involvement on this event. No user injury reported.